Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) was confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire inside the distribution node (dn) causing a short. The root cause for the open wire was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll manufacturing corporation to report that electrode belt sn (B)(4) had non-functional therapy electrodes.